Manufacturer narrative:
The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: fear of alcl, seroma, capsular contracture baker grade unknown.

Event description:
Patient representative reported for an unknown side ¿removal of the biocell textured breast implants due to fear of alcl", "mental anguish¿, patient ¿suffered aggravation of underlying conditions including emotional distress, and anxiety¿, ¿pain¿, ¿breast swelling¿, ¿heat sensations¿, ¿breast pain¿, "seromas", and ¿capsular contracture¿ baker grade unspecified. Events not device related were reported as follows: "loss of quality of life¿, ¿depression¿, ¿significant weight loss or gain¿. Plaintiff has not been diagnosed with bia-alcl.. Unknown treatment and therapy was noted. The device has been explanted.

Event description:
Patient representative reported for an unknown side "loss of quality of life¿, ¿depression". Event not device related was reported as follows: ¿significant weight loss or gain¿.